Event description:
My son had mesh put in with his hernia surgery a few years ago. He's at the hospital this evening in a cat scan right now with his hernia back and in so much pain that he's vomiting.